Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication issues while pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the system after switching from g6, with initial pairing failure followed by successful pairing and readings after restarting the g7 app and re-entering sensor code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, with the device component implicated as the antenna/electrical-magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.